Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the customer's ability to charge the pump. There was no reported impact on the customer¿s blood glucose level. The customer declined to share information on backup therapy for insulin delivery.